Event description:
Auto CPAP humidifier water containers are triangle number 6. These humidifiers chambers are heated for pts to breath warm moisture. They are carcinogenic. Recommended not to eat from, so why are they making medical breathing appliances from this plastic. All a coal and CPAP companies.